Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting, weakness and disorientation. Once at the hospital the patient was treated with intravenous fluids as well as an insulin drip. The patient was prescribed insulin (lantus, 30 units; to be taken once daily) and given a glucometer, test strips and syringes. The patient was released after 4 days. The pod will not be returned as it has been discarded. The patient's blood glucose and insulin history are as follows: (B)(6).